Event description:
The patient contacted animas on (B)(6) 2013 alleging the up arrow button on the keypad was intermittently unresponsive and required several presses to respond. The patient stated the keypad was intact without damage. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: a visual inspection of the pump showed no defect to the keypad rubber. All of the keypad buttons responded properly to presses. The keypad was removed from the base and no contamination or damage was found to the key¿s contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.